Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an ipump with a condition of "downstream will not calibrate." This condition occurred during preventative maintenance in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of a downstream occlusion that would not calibrate involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged potentiometer on the micro-processor (mpu) board. The mpu board was replaced to fix the reported condition.